Event description:
During a shoulder arthroscopy case, the black insulated coating melted off the wand while inside the patients shoulder joint. No additional details were provided.

Manufacturer narrative:
The reported device was returned to the local office, but was not made available to the designated team for investigation. We cannot determine if there is a relationship between the device and the incident because the product was returned to the local office; however, was not made available to the designated team for evaluation. Visual inspection and functional testing could not be performed because the device in question was returned to the local office; however, not made available to the designated team for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. If / when the device is returned to the designated team for evaluation, this investigation will be reopened. A factor not associated with the manufacture or design of the device which could result in the black insulation becoming detached ¿melting¿ is coming into contact with a metal object such as a cannula. The instruction for use (¿IFU") outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.